Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure on (B)(6) 2025, it was noted that the device experienced pacing failure due to a loose connection. The physician claimed that the lead was failed to remove from the header. Besides the physician also feel difficulties in advancing the leads into the device. On (B)(6) 2025, the pacing failure issue was confirmed due to a loose connection. It was confirmed via xray. The pacemaker was explanted and replaced. Meanwhile the status of the leads was unknown. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: b5 section was updated.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure on (B)(6) 2025, it was noted that the device experienced pacing failure due to lose connection. The physician claimed that the lead was failed to remove from the header. Besides the physician also feel difficulties in advancing the leads into the device. On (B)(6) 2025, the pacing failure issue was confirmed due to lose connection. It was confirmed via xray. The pacemaker was explanted and replaced. The leads were implanted and continue use. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Reported event of no pacing was not confirmed. Reported event of connection problem (inadequate insertion) was not confirmed. Reported event of failure to disconnect was not confirmed. Reported event of connection problem (failure to connect) was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header and connector found no foreign material that could contribute to the connection anomalies. During the analysis the leads were able to be inserted, tighten and removed with proper force. Analysis of device image indicated device was within normal range of operation. Evaluation of the output signal under nominal conditions measured all pacing parameters within normal range. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.